Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2021. Additional information: d4, d9, h3, h4, h6 . A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: visual analysis of the returned sample determined that an unopened sample of product code 698g was received for evaluation. Holes in the overwrap packet defect could be observed on the sealed sample. The visual inspection concluded that the sterile barrier was compromised due to pin holes were observed on the copolymer caused by the tip needle. The hole in the overwrap package defect has been correlated to the manufacturing process. Based on the information currently available, the hole in the overwrap package was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: lot number: unknown => rgbahb. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: * please provide the lot number. =>no further information is available. * how was the injury treated and what was the result of the treatment? Please provide medicine name, strength, and dose =>no further information is available. * was any medical or surgical intervention performed? =>no further information is available. * event date? =>no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported by a sales rep on an unknown date that a part-time worker who was cleaning up unused items in the operation room got stabbed by a needle that had protruded from the packaging into hand. There was minor bleeding. There was no patient involvement. Additional information was requested.